Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings: evaluation revealed that the text on the display screen was dim, fading and discolored. Unrelated to the display issue, evaluation revealed that the information label on the back of the pump was torn and peeling. (B)(6).